Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of circuit (dr) board, the image is interrupted. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the video system center had poor contact of circuit board (dr board), the image is interrupted. There were no reports of patient involvement.